Event description:
While responding to a code for a pt (age & gender unk) the device inappropriately shut down with battery installed. Complainant was unable to identify if the device was attached to the pt at any time throughout the code. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. The device was removed form service and tested at the biomedical engineering department of the facility. The device was powered on via ac power and the reported malfunction was not duplicated.